Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). No evaluation was performed and therefore no results are available. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6) it was reported that smoke billowed out of the top of the heater cooler unit 30 (hcu 30) serial number (B)(4) when the heater on the patient side was turned on. The device was connected to a warming blanket at the time. The device was taken out of service. The customer was given a loaner unit. There was no patient impact. (B)(4).